Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of 5f exoseal vascular closure device (vcd) was deployed before during into the sheath. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
As reported, during entry into an unknown sheath, the plug of 5f exoseal vascular closure device (vcd) was deployed. There was no reported patient injury. The product was returned for analysis. A non-sterile exoseal vascular closure device 5f was received for analysis inside a plastic bag with the delivery sheath already inserted into a csi (non-cordis). Per visual analysis, the deployment lever on the device was already depressed and the plug was already deployed from the device. The indicator window was received on black/white/red position and the guard was found to be locked. No anomalies were observed. A product history record (phr) review of lot 17847575 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿vascular closure device (vcd) deployment difficulty - premature deployment¿ was not confirmed during analysis of the returned device. The device was received already deployed; therefore, functional and dimensional testing could not be performed. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, handling factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation or risk, ¿select the corresponding french size vcd based on the existing sheath introducer french size. Remove the exoseal vcd from the sterile packaging using aseptic technique. Examine the device for any damage. Verify the presence of all components. Hold the exoseal vcd in the right hand and position the left hand on the patient at the insertion site holding the vascular sheath introducer hub. Using the left hand¿s thumb and index finger insert the distal end of the delivery shaft into the vascular sheath introducer while continuing to hold the vascular sheath introducer hub using the right hand to support and guide the exoseal vcd.¿ neither the phr nor the product analysis suggest a design or manufacturing related cause for the issue experienced. Therefore, no corrective or preventative actions will be taken at this time.